Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h4, h6, h11. Complaint can be confirmed through the returned product analysis. One peg has fractured from the device and was not returned. Visual examination of the returned product identified signs of use as well as wear and tear. The device has many deep gouges on the edges as well as scratches and knicks on the front and back surfaces of the trial. All of the product identifiers are conforming to the print. Further analysis identified fracture surface artifacts of hackle marks, river lines, and a probable bending hinge suggest the bending overload failure mode. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that one of the peripheral pegs broke during removal of a glenoid trial. Attempts have been made and no further information has been provided.